Event description:
It was reported when the device was used during an open gastric bypass with roux-en-y procedure, half of the line of staples did not close on the gastric/remnant part of the stomach. The staple line was reinforced with vicryl. There was no pt consequence.